Manufacturer narrative:
A partial lead was returned in two pieces measured 10.4 cm from the connector portion and 33.5 cm from the distal portion. External insulation abrasion was noted at 2.6 cm ¿ 3.3 cm and 3.9 cm ¿ 4.2 cm from the distal cut end of the lead, breaching the outer insulation exposing the outer coil consistent with friction to another device or features of the heart. The coils were damaged but not fractured at 5.2 cm from the connector pin due the damage observed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.